Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose levels of 414mg/dl and no delivery alarm. The customer¿s blood glucose level was 414mg/dl at the time of the incident. The customer stated that the insulin pump receives no delivery alarm and noticed battery was getting low even though it didn't say low battery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The insulin pump is being replaced and is expected to return for analysis. The reservoir is not expected to return.